Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The investigation findings do not lead to a clear conclusion about the cause of the motor board defect. This case is a first incident happened. No indication for a material or manufacturing related issue. The IFU already included requirement to test this device prior to each surgical procedure to ensure that it functions correctly. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a unidrive s iii motor system. According to the information received, during lao myomectomy on (B)(6) 2021 with rotocut g2 set, unidrive s iii failed with error message e02. User tried restarting the unit and reconnecting the assessories to no avail. Finally they resorted to open surgery, retrieved the specimen and finished the surgery successfully. There was no further op-time delay or op-time extension. Additional patient information is not available.